Event description:
Pump shows red battery error screen with message "battery error 1". Error has continuously been found to occur on 50% of 60-unit fleet at the hospital since deployment in november 2023. Pumps are no longer under warranty; local solution has been to replace the battery insert which fixes the issue. Same problem has been found at several other hospitals serviced by our company.